Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare, that a customer had a problem with an insulin syringe. The customer reports, "the needle disappeared while attempting to give an injection. She took her client to the ER to ensure the needle was not in her body. The dr split open the syringe and discovered that the needle had retracted back up inside of the hub and that it was not inside her client's body."